Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device change-out procedure, atrial set screw was stuck in the header and atrial lead could not be removed. Further investigation revealed a piece of grommet which was slightly obscuring the set screw hole. Device was explanted and replaced. Patient¿s condition was stable.